Event description:
"A spike of a transfer set was difficult to connect with a port of solution bag by uv flash auto." The date of how long the set was in use is unknown. There was no pt injury or medical intervention associated with this incident according to baxter.